Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Corrections made to date returned to mfg, (device) problem code grid, evaluation method and results code grids, and component code grid.

Manufacturer narrative:
Correction made to become aware date only.

Manufacturer narrative:
Correction made to evaluation method code grid only.